Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident. The customer was treated with insulin shots for high blood glucose. Customer stated that the event was anticipated. Customer reported that bubbles in tubing. The insulin pump will not be returned for analysis.